Event description:
This report was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of a break in aseptic technique, bacterial peritonitis with culture positive for acinetobacter baumanii and fever in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal pd2 unknown therapy was ongoing. During a call with baxter customer services, the physician stated that on an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2012, the patient experienced a fever and was admitted to the hospital for the bacterial peritonitis. Treatment included increasing dianeal pd2 unknown to 6 times per day (alternate 3 times with 1.5% and 3 times with 4.25%). The patient remained hospitalized. Causality for the break in aseptic technique was not reported. Bacterial peritonitis with culture positive for acinetobacter baumanii was unrelated. Fever was not reported. Outcome: break in aseptic technique-not reported. Bacterial peritonitis with culture positive for acinetobacter baumanii-not recovered. Fever-not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.